Event description:
A high readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified higher sensor scan results compared to readings of 55 mg/dL obtained on a healthcare professional (HCP) meter and it is unknown whether the customer noted a trend arrow on the device. The customer reported symptoms of dizziness and tremors and was unable to self-treat. HCP provided sugar to the customer, and an emergency glucose infusion was administered for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event. A sensor result of 175.00 mg/dL was compared to an HCP meter reading of 55.00 mg/dL and the results, when plotted on a Parkes Error Grid, fall into the "D" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities. This report is being filed on an internation product, model number 78802-01, which has a similar product distributed in the U.S., model number 71992-01. All pertinent information available to Abbott Diabetes Care has been submitted.